Event description:
It was reported that the patient underwent a gynecological procedure; hysteroscopy, d & c, endometrial ablation and mesh sling for sui on (B)(6) 2011 and mesh was implanted into the patient. It is reported that monarc prefyx was implanted. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia.(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent tah/bso on (B)(6) 2013 due to hypermenorrhea, post-menopausal bleeding, fibroid of uterus, pelvis adhesions, prolapsed cervix and uterus. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.